Event description:
It was reported that the pt was found dead in a pool. The pt reportedly fell in a pool could not get up and drowned. The deceased pt was found "twitching". The cause of death was ruled as "unexplained drowning. It was unk whether the death was related to the device. The deceased pt's implantable neurostimulators were removed and returned to the manufacturer. Refer to manufacturer's report # 3004209178200905849.